Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal right coronary artery (prca) with moderate calcification and moderate tortuosity. A 4.50 x 8mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion for post-dilatation; however the balloon ruptured after one inflation. The bdc was removed from the patient and a non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there were no reported clinically significant delay in the procedure. No additional information was provided.